Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem ( does not recognize te connection) was confirmed due to the monitor's electrode belt receptacle was pulled from the ca board. The monitor was unable to complete baseline testing. The root cause damaged connector was unable to be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to recognize te connection.